Manufacturer narrative:
This report is submitted on january 22, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently developed a wound infection at the implant site. Antibiotics were administered (type and date not reported) and the device was explanted (date not reported). The patient was reimplanted with a new device on (B)(6) 2018 after the area had healed.